Event description:
In 2002, a sophysa shunt was implanted to the pt for v-p shunting. In 2003, the pt affected consciousness disorder and only peritoneal catheter was replaced for v-a shunting. Three months later hydrocephalus was confirmed after new consciousness disorders. Therefore, the neurosurgeon removed the valve days later and implanted another brand-name valve.